Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed fluid delivery line. Per additional information received, tech support spoke with biomed, who stated the fluid delivery line (fdl) was found to be faulty. Fluid delivery line (fdl) was disposed of and new one had been ordered. Device has been returned to service. They were unsure what unit the device was originally sent from. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial/lot number is unknown. Correction: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the user sent the arctic sun device down to biomed because half of the fluid delivery line was not maintaining inlet pressure. Per follow up information received via phone on 03apr2025, spoke with biomed, who stated the fluid delivery line (fdl) was found to be faulty. Fluid delivery line (fdl) was disposed of and new one had been ordered. Device has been returned to service. They were unsure what unit the device was originally sent from.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the user sent the arctic sun device down to biomed because half of the fluid delivery line was not maintaining inlet pressure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the user sent the arctic sun device down to biomed because half of the fluid delivery line was not maintaining inlet pressure.